Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. It was noted the ble issue was resolved via a ble reset and the mobile application was repaired successfully. There were no patient consequences reported.